Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 541 mg/dl. The customer was treated with the insulin pump. The customer was assisted with the troubleshooting for the high blood glucose. It was also reported that the insulin pump had the air bubbles in the tubing and the size of the air bubbles was about 8 inches. The customer was assisted with the troubleshooting for the air bubbles and the air bubbles were removed successfully. The customer reports that they saw an inch long air bubble in tubing again. The insulin pump will not be returned for the analysis.